Event description:
The customer contact reported a separation. On an unspecified date, the option-lok male adapter of the tubing set was connected to the patient's IV access site. It was reported the male luer adapter of a prefilled flush syringe was connected to the clave port of the tubing set to deliver 5ml normal saline via IV push over 12-15 seconds. It was reported that after the delivery of the normal saline was complete, the male luer of a syringe was connected to the clave port of the tubing set a deliver 5ml of lexiscan via IV push. After the delivery of the lexiscan was complete, it was reported that the male adapter of a prefilled flush syringe was connected to the clave port of the tubing set to deliver 5ml of normal saline, via IV push over 15 seconds to flush the tubing set. After the delivery of normal saline was complete, it was reported that a male adapter of an unspecified syringe was connected to the clave port of the tubing set to deliver 40mci of cardiolite via IV push. After an unspecified length of time during the injection of the cardiolite, the clave port separated from the semi-rigid female adapter of the tubing set. The customer contact reported that an unspecified volume of solution leaked onto patient's shirt and onto the floor. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was not replaced. The physician was notified. The procedure was rescheduled for an unspecified date during the week of (B)(6) 2013. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. The lot number of the device that was in use is unknown. The customer contact identified three possible lot numbers (plots). The possible lot numbers are 13226ns, 12204ns, and 13064ns. This report represents all the information known by the reporter upon query by hospira personnel.